Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 21. Details of surgery: ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.